Event description:
It was reported that the patient experienced a loss of pain coverage. The patient had revision surgery with replacement of a new electrode, on (B)(6) 2010. It was found that the patient had a fractured electrode and the new lead was placed on the dorsal column, with a laminectomy performed on l9 and l10. There was no injury or hospitalization to the patient. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead: model 3998, lot# v314993, implanted: (B)(6) 2010, explanted: na. Lead: model 3998, lot# j0527214v, implanted: (B)(6) 2005, explanted: (B)(6) 2010. Recharger: model 37752, serial# (B)(4). Programmer: model 37743, serial# (B)(4). Extension: model 3708260, serial# (B)(4), implanted: (B)(6) 2008, explanted: na.